Manufacturer narrative:
PMA/510(k) # k162717. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint called in by cs on (B)(6) 2022 did (B)(6) 2022. As reported to customer relations: "they were able to place the stent successfully, but when the physician withdrew the delivery system the stent was dislodged and came out with the delivery system. Dm discussed event with physician, who believes they did not pull the safety wire to release the stent, which contributed to the issue. Physician placed a fully covered esophageal stent as replacement, but it may or may not have been a cook device. It was placed successfully." Did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. If yes, please describe. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported and adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. General questions: at what stage of the procedure did the complaint occur? When unpacking or preparing the evolution. While inserting the evolution in the patient. During stent placement. While removing the introducer. During stent repositioning/removal. What endoscope type and channel size was used? Asku. What was the position of the elevator? N/a no elevator was it opened or closed? Details of the wire guide used (diameter, type, make)? Asu. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. How long was the stent in the patient by the time this complaint occurred? Asku but dm believes not applicable. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N/a. Stricture information: what was the length of the diameter of the stricture? Asku. Where was the stricture located in the body? Tracheal/esophageal fistula. Was there resistance felt passing the wire guide through stricture? Asku. Was there resistance felt passing the evolution through stricture? Asku. Was the stricture dilated before stent placement? Asku. Questions related to during introducer withdrawal. 1 was final stent placement confirmed using endoscopy / fluoroscopy? Fluoroscopy if yes, what was used? Did the stent open sufficiently to allow withdrawal of introducer safely? Yes. Was the safety wire fully removed before removing the delivery system? No. Did any part of the product snag/get caught with the stent when removing the delivery system? No snag, just lack of release (user technique. Are images of the device or procedure available? No.

Manufacturer narrative:
Device evaluation: user/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The device evaluation could not be completed for the evo-20-25-10-e device of unknown lot as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label the instructions for use, ifu0061 which accompanies this device, states ¿when stent point-of-no-return has been passed, pull safety wire out of delivery handle near wire guide port. There is evidence to suggest that the customer did not follow the instructions for use. Root cause analysis: definitive root cause was established. The user had not complied with the requirements of the IFU with respect to the intended use of the device. According to the information available the customer believes they did not pull the safety wire to release the stent. Summary of investigation: according to the customer the stent was placed successfully but when the physician withdrew the delivery system the stent was dislodged and came out with the delivery system. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause was established. The user had not complied with the requirements of the IFU with respect to the intended use of the device. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-oct-2022.